Event description:
It was reported to philips that the system gave a remote alert indicating the host computer was unable to communicate with the flexvision computer. No harm was reported to philips. The device was outside of clinical use at the time of reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Philips field service engineer (fse) examined the system on-site and found host pc unable to communicate with flex vision. After reviewing log file, fse found host-pc could not connect to the flex vision-pc. Upon troubleshooting, fse determined that the host pc is unable to establish communication with the flex vision pc within a timeframe of 105 seconds. To resolve the problem, fse replaced flex vision pc and loading software. After repair is completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.